Event description:
It was observed during the device inspection, the tracheal intubation fiberscope coating of the connecting tube was peeling. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported event was confirmed. Based on the results of the investigation, it is likely the event occurred due to stress of repeated use, external factors, or handling. A definitive root cause could not be determined. The event can be detected or prevented by following the instructions for use, which state: 1. There is an inspection method for the suggested event in the instruction manual ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Olympus will continue to monitor the field performance of this device.